Event description:
It was reported that the user experienced an unspecified injury when trying to engage a broken brake pedal (brakes difficult to engage/disengage). Any necessary medical intervention was not reported and no further details were given at this time. No patient involvement and no adverse consequence or clinically relevant delay in treatment for a patient was reported.